Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. A sample was received for evaluation. 45 samples were evaluated. The samples were evaluated by apply the pressure into the cuff 18 cc using syringe inflated and deflated. The testing result did not find the unit's cuff was rigid during inflation and deflation (leak or occlude), the inflation valves functioned properly during testing without dimensional issues (within specifications). Therefore, the defect could not confirm. The investigation found the device to function normally. The DHR review shows the product was released to specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's cuff was rigid during inflation and deflation. In order to proceed, they had to insist by forcing the syringe. It was also reported that it has a dimensional issue. Another device was received, which was associated with the first reported with the complaint "the cuff is not dropped". The patient is in a good state and no harm reported.